Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 unique device identification (UDI)#: ((B)(4). Microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales associate reported the icp microsensor (ID 626631 - microsensor basic kit r) and an evd were implanted on (B)(6) 2020. Patient was transferred to ICU after surgery. After 5hours, the icp monitored by the icp express had drifted away from the icp monitored by the evd by +8. The situation was reestablished the next day. The drift came back to 0 by itself. No known problem at implantation. No injuries. Vitals were in line with the icp provided by the evd, according to hcps. Tests of cabling and monitors are being perform by rep and biomed department.